Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned one (1) 0.3ml bd insulin syringe from an open polybag from lot 9224140. Consumer reported needle hub separated and stayed inside of shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9224140. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200845277, 200844846, 200845342] noted that did not pertain to the complaint. There was one (1) notification [200845031] noted for cracked hub. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: zm 200845031 there was debris in the shield carriers. Corrective action: the debris was removed from the shield carriers. CAPA#1630423 was initiated.

Event description:
It was reported before use the bd insulin syringe with the bd ultra-fine¿ needle had the hub separate from the device. The following information was provided by the initial reporter: the customer stated "the needle comes off in the cap.". "Consumer called to report needle hub separated and stayed inside of shield. She stated that the shield was not difficult to remove.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd insulin syringe with the bd ultra-fine¿ needle had the hub separate from the device. The following information was provided by the initial reporter: the customer stated "the needle comes off in the cap." "Consumer called to report needle hub separated and stayed inside of shield. She stated that the shield was not difficult to remove."